Event description:
It was reported that post implant a realize adjustable band, the patient was experiencing no restriction. During a routine fill, they were not able to extract any fluid. A leak was detected at the port. On (B)(4), 2009 the port was removed and a new one was implanted. There was no reported patient complications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.